Event description:
A report was received that the patient was experiencing a shocking sensation at the lead incision site. The physician believes that it was due to scar tissue wrapping around the leads. The patient was given lidocaine injections to numb the area. The patient was reprogrammed and is reportedly doing well. There is no further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm.